Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was a tip seal observation.

Event description:
It was reported that after several attempts to position the lead during implant, the helix would not advance. Blood ingression into the lead was noted. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.